Manufacturer narrative:
This report is for an unknown pfna blade/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, the patient underwent surgery for trochanteric femur fracture using the proximal femoral nail antirotation (pfna) system. The postoperative course was followed, but sufficient bone union was not observed; the patient was diagnosed with non-union and revised to an artificial joint. The event was discovered based on materials presented at a seminar. No further information is available. This report is for an unknown pfna blade. This is report 5 of 6 for (B)(4).